Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 527 mg/dl; cause was unknown. Customer addressed bg level by delivering a bolus and administering a manual injection.